Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
It was reported that the patient dislocated and the surgeon changed the constrained liner, femoral component and head.

Manufacturer narrative:
An event regarding dislocation involving a trident constrained liner was reported. The event was confirmed. Device evaluation could not be performed as no items were returned. The provided x-ray and operative report were rejected for clinician review. A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. A complaint history review found no other events have been reported for the manufacturing lot. Review of the provided operative report confirmed the reported event however the root cause could not be determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient dislocated and the surgeon changed the constrained liner, femoral component and head.